Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - correction, concomitant medical products and therapy dates - additional, correction/additional information, event problem and evaluation codes - additional.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error code err67 and call tech support on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed error code err67 on (B)(6) 2016. No injury or medical intervention was reported.